Manufacturer narrative:
Block b3: exact date unknown, event occurred in between 29jul2024 and 31jul2024.

Event description:
It was reported that during a post-operative follow up, a computed tomography (CT) scan revealed the deep brain stimulation (dbs) lead had ventrally migrated six millimeters (mm) from its initial placement. It was noted the patient has a thin skull and scalp and the physician opted to use a dog bone instead of the boston scientific suretek burr-hole cover to secure the lead in place per the physicians assessment. During the scheduled stage two of the dbs implant procedure the physician reopened the lead incision site and adjusted by pulling it back four (mm) before completing the procedure. Post operative tests confirmed all impedances were in the normal range and the patient did well post operatively.